Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom cover of the device, as well as a severed electrode. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis confirmed broken electrode wires in the fantail. The feedthru helium leak test was above the testing limit. Photographic imaging revealed broken wires in the fantail. However, this device has nitrogen that exceeded the testing limit. Based on the assessment of the helium leak test data, it is determined that this device was non-hermetic, and the root cause of the excessive nitrogen was a leak in the feethru seals. Due to the presence of the moisture getter, no signs of moisture were observed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed silicone damage on the top and bottom cover of the device, as well as a severed electrode. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis confirmed broken electrode wires in the fantail. The feedthru helium leak test was above the testing limit. Photographic imaging revealed broken wires in the fantail. However, this device has nitrogen that exceeded the testing limit. Based on the assessment of the helium leak test data, it is determined that this device was non-hermetic, and the root cause of the excessive nitrogen was a leak in the feedthru seals. Due to the presence of the moisture getter, no signs of moisture were observed. This older device configuration is no longer manufactured. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance due to open circuits. Device testing revealed results outside normal limits due to open electrodes. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Revision surgery will be scheduled.